Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is possible the following led to the malfunction: high-energy instruments (such as high-frequency instruments) used without ensuring sufficient distance from the tip. A root cause could not be identified. The event can be detected/prevented by following the instructions for use: instructions evis lucera elite bronchovideoscope olympus bf-p290 operation manual -chapter 3 preparation and inspection 3.3 inspection of the endoscope -chapter 4 operation 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burn marks on the distal end cover. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burn marks on the distal end cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Corrected field: h4.